Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to contamination. Additional information was received indicating that the patient had complication and fell off the table mid implant. This rv lead was removed due to contamination. It had nothing to do with the product or the rv lead. This lead was explanted for patient safety and did not finish procedure. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.